Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History inspection: the device history files from 2025-07-02 and 2025-07-03 were analyzed. A bd plastipak 50ml syringe was selected, and the drug short name "morphine" was entered. Pca therapy commenced at 20:38. The following day at 11:55, the infusion was stopped and the syringe removed. By that time, a total of 25 bolus doses had been administered. No other abnormalities were found. Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged parts are to locate. Functional inspection: the device passes the self-test. A bd plastipak 50 ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,08% (accuracy of set delivery rate should be ±(B)(4). According to iec/en 60601-2-24). The strain gauge pressure measurement was checked: pressure stage 1: 11, should be: 9-15n, pressure stage 3: 27, should be: 25-33n, pressure stage 8: 68, should be: 63-76n. The pressure stage test (motor power limitation) was checked: pressure stage 1: 20, should be: 11-28n, pressure stage 3: 36, should be: 30-49n, pressure stage 6: 61, should be: 58-80n. The device meets the required values and standards. All measured values are within our specification. A 24-hour test was conducted using a bd plastipak 50ml syringe. The infusion was initiated via the drug library configuration. Throughout the testing period, the pca push button was activated multiple times. No malfunctions or irregularities were observed during the entire infusion process. Disassembly: to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Conclusion: the defect could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Additional information: the device will be returned without repair. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.

Event description:
According to the event description: "when completing our tests, we found this device is not within specification during pressure stage 8 tests. This device was tested on the 26th june and these values were within specification. For this, we believe it is best to return it to yourselves for analysis. I also believe this device is on loan to us through a pca project and is covered under warranty."